Manufacturer narrative:
Approximate age of device - 3 years. The patient remains on lvad support with no further issues reported. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came into clinic with a driveline fault alarm on the system controller, which occurred on (B)(6) 2016. The patient had experienced previous driveline fault alarms on (B)(6) 2016. A system controller log file was provided to technical services representative for review. The log file analysis observed multiple pi events scattered throughout the log file (90% of the log). The reported driveline fault alarms were also confirmed. A comparison of the current log file to a previously submitted log, when the patient experienced driveline faults alarms, was completed. Upon analysis of these logs, the driveline fault alarm is believed to be true and appears to be associated with the non-monitored wire for phase 2. No pump stoppage events were seen in the log files. The x-rays submitted reflected an area of concern that is close to the exit site. An ¿extended silence¿ of the alarm was conducted and the patient was supplied with an ungrounded cable as the patient is currently traveling out of state and was due to return to the area on (B)(6) 2016 and was feeling fine. A request for a driveline analysis and repair was tentatively scheduled for (B)(6) 2016. On (B)(6) 2016, it was reported by the technical service team that a repair could not be attempted as the center does not currently have a certified lvad surgeon on-site. The repair cannot be initiated without a surgeon on hand to complete an exchange if the repair is unsuccessful. Training is scheduled. The driveline fault alarm remains set to ¿extended silence¿ and a decision for when the repair will be performed will be made after the surgeon is trained. As of (B)(6) 2016 the driveline repair has not been performed or scheduled.

Manufacturer narrative:
The report of driveline fault alarms was confirmed through the evaluation of the submitted system controller log file. 17 driveline fault alarms were captured within the span of approximately 3 days of data. However, a specific cause for the driveline fault alarms could not be determined as the pump appeared to operate normally throughout the log file. The patient remains ongoing on lvad support using an ungrounded patient. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.